Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 58 year old male patient presented to his oral surgery partners office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #13. It was reported that the implant was not placed after immediate extraction and was not loaded immediately. The patient presented with the issue before the second stage surgery. During the examination, the doctor discovered that the implant had lost osseointegration. As a result, the implant was removed on (B)(6) 2025. The implant was not replaced. It was reported that the patient had symptoms of infection and abnormal bone loss around the implant, which resolved after implant removal. The opposing arch consisted of a full denture. The type of abutment was a healing abutment. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was reported that the patient had type iii bone quality and fair oral hygiene.